Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and d6a (implant date).

Event description:
It was reported that this right ventricular (rv) lead was recently connected to a non-boston scientific (bsc) device. Previously, the lead had exhibited stable pacing impedance measurements (around 1,000 ohms) and shock impedance (55 ohms). Boston scientific technical services (ts) was contacted for review and was unable to evaluate the most recent abnormal measurements, as no data was provided and the device is not monitored remotely in the bsc system. No further information was able to be provided, as the current device is not a bsc product. However, it was later confirmed that the impedance with the new device had risen to 1210 ohms, while it was 55 ohms with the previous bsc device. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was recently connected to a non-boston scientific device. Previously, the lead had exhibited stable pacing impedance measurements (around 1,000 ohms) and shock impedance (55 ohms). Boston scientific technical services (ts) was contacted for review and was unable to evaluate the most recent abnormal measurements, as no data was provided and the device is not monitored remotely in the boston scientific system. Information has been requested regarding the specific impedance values and event resolution, but a response has not yet been received. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.